Event description:
The customer reported suppressed electrolytes results, for approximately sixteen (16) patients involving unicel dxc 800 synchron system. The customer stated all sodium, calcium, carbon dioxide results were suppressed. Some potassium and chloride results were suppressed and several generated critical results. The customer examined the electrolyte module and noticed fluid at the bottom of the module and noticed line #24 was disconnected from the ratio pump. The customer indicated approximately twenty (20) milliliters of fluid spilled and used gauze pads to clean up the fluid. The fluid was contained in the electrolyte module. The customer reattached the tubing and attempted to prime the system but the tubing popped off. After further troubleshooting, the customer was able to clear the obstruction in the flowcell and returned the instrument to normal operation. The customer had on personal protective equipment (ppe), consisting of gloves and a laboratory coat during the event. Patient results were not released out of the laboratory. There was no patient consequence. The customer sent patient samples to an alternate facility for further analysis. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility.

Manufacturer narrative:
The customer cancelled field service as the issue was resolved through troubleshooting. The customer indicated quality control (qc) was within the laboratory's specifications prior to the event.